Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4: PMA/510(k) #: k141521, k141597. Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood present in balloon. The returned device was attached to an encore inflation unit. Positive pressure was applied when deionized (di) water was observed to be leaking from a balloon pinhole located approximately 20mm distal from the proximal markerband. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft and no damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that balloon burst occurred. The stenosed target lesion was located in the radial artery. A 6.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after being inflated two to three times. The device was removed, and the procedure was completed using with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon burst occurred. The stenosed target lesion was located in the radial artyery. A 6.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after being inflated two to three times. The device was removed and the procedure was completed using with another of the same device. There were no patient complications reported.

Manufacturer narrative:
D2b: fge, lit. G4: PMA/510(k) #: k141521, k141597.